Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they went unconscious and received multiple therapies from their implantable cardioverter defibrillator (ICD). The patient indicated their physician was aware of the delivered therapies. The device remains in use. No patient complications have been reported as a result of this event.